Event description:
It was reported that there was an electrical reset. It was note the device did power on reset (por) four times due to soft errors. According to the information from the physician patient received radiation therapies. The device was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset (por) occurred. Three write to locked ram pors occurred on (B)(6)-2014. Radiation therapy was identified as cause of pors.